Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. It was visible in the logs that other alarms were triggered during each start-up self test including buzzer test failed, sound system broken & no o2 dosing possible. The customer confirmed that after series of tests that cable connections to main electronics do not have issues and sound tests are all okay. They have connected a display unit of another device and issue still persist. As a resolution, shipment of new main electronics initiated.

Event description:
The customer reported touch screen not functioning issue on the bellavista 1000. As of this time, patient involvement is not reported.